Event description:
Prior to an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was exchanged to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of no bluetooth (ble) telemetry was confirmed. The cause of the communication issue was consistent with a memory corruption, resulting in the loss of ble connectivity.